Event description:
No identifying information is available on the syringe or the stopcock. No harm to patient was reported. Patient was having thrombolytics done through the right groin. Upon arrival, labs were being drawn from the sheath site. Syringe was being removed and end of syringe broke off inside the stopcock. Aseptic technique maintained, placed cap on end. Tissue plasminogen activator (tpa) and heparin still being infused through line. Tip of syringe broke off in the stopcock when nurse was drawing blood of line. Team did not keep the packaging from the equipment. Procedure to identify faulty equipment was explained at summit by risk. Two days later, patient had good blood flow to bilateral lower extremity (b/l le) with + dp and pt signals, warm, motor and sensation intact. She was discharged home with help at hope and a good social support system. She was discharged on antiplatelet medications and given follow up instructions.